Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head falls off - oral-b [device breakage]. Case narrative: consumer via phone stated that the oral-b toothbrush head fell off while using it on their oral-b toothbrush. No injury was reported.